Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to the pump freezing when it was pressed. Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to the pump freezing when it was pressed. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified pump failed activation test and pump valve deactive state issues could affect the functionality of the device. Product analysis confirmed pump malfunction. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinder was visually inspected, leak tested, pressure tested and examined using a microscope. The outer layer of the cylinder kink resistant tubing (krt) had a hole that was the result of fatigue and wear; however, no leaks were found. This wear would not affect the functionality of the device. The cylinder passed all tests performed. Product analysis was unable to identify device malfunction with the returned device. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. No visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test (2) and valve deactive state test. Product analysis concluded these activation issues and valve deactive state issues could affect the functionality of the device as the reported mechanical issue. Product analysis confirmed pump malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of cause traced to component failure was chosen, based on the failure with the pump that failed activation test and valve deactive state test identified. The adverse event of, mechanical difficulty with the device is known as of a risk of the device and is included in hazard analysis.